Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that the excimer laser stopped 28 percent of the way through a refractive procedure. System shut down. A fatal error message appeared and the system needed to be rebooted. Customer proceeded to complete cases the rest of the day. Upon follow up, the error occurred twice on the same patient. The first time the error occurred they called technical services who was able to walk them through the reboot and calibration again. The energy was a little high at approximately 4.22, but is still acceptable. Patient was brought back in the room and again at 28% the error was received. It is believed to have said "shutter 2 error." They called technical services back who indicated not to continue using the laser until it could be looked at. Remaining patients for the day were cancelled. This patient was rescheduled for next month and treatment was not completed. This is two of two reports being submitted for the same facility. Another manufacture report will be submit for the other file.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Fse (field service engineer) supported and answered questions for customer over the phone. System restart and calibrated correctly. The customer continued with the surgery day. Review of the logfiles for the day of treatment confirmed the error 'shutter 2 opens/closes automatically\n\npress ok and follow instructions. Finally, turn key switch to off and call service!'. Occurred. The root cause for the reported problem shutter error cannot be determined by reviewing the logfiles. The most likely root cause is that the user slipped off the laser pedal immediately after the activation signal was active. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).